Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04nov2019.

Event description:
The customer reported water in the machine. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported issue. Water is sprayed into the pipeline during operation. According to the user, it is found that the pressure of the ventilator is large, the pressure compensation is high, and the water of the humidifying tank is ejected. The fse adjusted the mask and the amount of air leakage. After adjustments, the device is fully functional.

Manufacturer narrative:
Date received by manufacturer: 30oct2019. Date of report: 20nov2019. The customer reported water in the machine. The value of the air leakage displayed by the machine is around 100. The ipap is 22, the epap is 4, and the frequency is 12. Therefore, the value of the air leakage is judged to be high, and the position of the mask is adjusted so that the air leakage value is lower than 60. The manufacturer¿s field service engineer (fse) confirmed the reported water in the machine. Confirm the reported issue. The machine is sprayed with water into the pipeline during operation. According to the use, it is found that the pressure of the ventilator is large, and the pressure compensation is high, and the water of the humidifying tank is ejected. The fse confirmed the value of the air leakage displayed by the machine is around 100. The ipap is 22, the epap is 4, and the frequency is 12. Therefore, the value of the air leakage is judged to be high, and the position of the mask is adjusted so that the air leakage value is lower than 60. The manufacturer¿s field service engineer (fse) adjusted the mask and the amount of air leakage. The device is fully functional. Therefore, the value of the air leakage is judged to be high, and the position of the mask is adjusted so that the air leakage value is lower than 60. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.